Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The module, regulator and overflow bottle were replaced.

Event description:
The hospital reported that suction was not functioning as expected. There was no report of patient involvement.